Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from manufacturer representative, a family member of a patient, and that patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was implanted for leg pain. The patient was to have a MRI performed, which was stated to be unrelated to the device or therapy. There were symptoms unrelated to the device or therapy. The patient had a spinal cord injury in 2012 and had leg pain and now the leg pain had turned into numbness about two to three weeks ago. Conflicting information was received from the manufacturer representative that reported that the numbness has always been a symptom, previous to implant. The MRI was needed to check the numbness. It was later reported that the MRI was done, but the patient had not discussed it with the healthcare professional (hcp) yet. The patient had an appointment with the hcp scheduled for (B)(6) 2016. Additional information received from the patient on (B)(6) 2016 in response to follow-up reported that nothing had been changed yet and they were unsure what was causing the numbness. The patient hadn't met with the pain doctor yet but was scheduled to see him in a couple weeks. The issue was not yet resolved. Additional information was received from the manufacturer representative on (B)(6) 2016 that reported that the change in therapy is unknown to be positional. Impedance measurements were not taken, and the manufacturer representative believed that the leads had m migrated or the issue did occur at implant. The patient had been experiencing rib pain and leg pain. The patient was not sure when the leg pain and rib pain occurred and was unable to verify if it was since implant. A lead revision will occur, to be determined. They have been working on getting x-rays since (B)(6) 2016 and noted a slow process.

Event description:
Additional information received from the manufacturer representative reported that they had attempted to program the patient with high density settings and other alternatives, but stimulation was in the ribs and could not be resolved with programming changes. X-rays confirmed that the leads were at the top of t6 and the healthcare provider moved the lead to t8. Programming was done after the procedure and the patient was getting stimulation in the right location. The issue was resolved with the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that reported that the patient had a x-ray, but they didn¿t have her original x-ray as she moved from a different territory, so they can¿t compare the old x-rays to the new ones. Impedance tests had been run and they were within normal limits. A MRI was done which showed nothing new. The cause of the migration was not determined, but it was suspected that the leads migrated upward which would cause the stimulation in the ribs. A revision surgery is not yet scheduled and pending insurance. The revision is expected to resolve the rib stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.